Event description:
Pt. Has a biotronik lead. Appropriates snuck delivered. Programmed to deliver 35j. Delivered 24j and successful vt conversion. Shock impedance zero. Discussed that shock impedance less than 20 j is abnormal and signals a potential issue, such as lead insulation breach. Discussed checking for oversensing in the tip to rvc vector during pocket ma nip and isometrics. The concern is that if there is a breach, charge circuit protection may occur, that would keep the delivered shock at 1?2 j to avoid damaging the ico circuitry. She will discuss findings with the physician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).